Event description:
In 2002, at approx 3:20 am, a pt was found to be expired and disconnected from the ECG electrodes. The hosp alleges that prior to the alleged event, the staff did not hear a technical alarm for all leads off, nor did they hear a clinical alarm for ECG abnormalities. In the morning after the alleged malfunction, the hosp tech (biomed) checked the envoy monitor and found that the ECG alarms were functioning as normal.